Event description:
It was reported that the optic center of the intraocular lens (iol) had an attachment, a sticky thing with different texture than acrylic (lens material), that was noticed after the lens was inserted into patient's operative eye. The physician tried to remove it with irrigation pressure and aspiration, but was not able to remove it and had to manually wipe the optic using spongy. There was no patient injury and no other intervention was required. The lens remains implanted and the foreign material (sticky thing) was discarded. No other information was provided.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as the lens remain implanted in the eye and the foreign material was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5: additional information received from the facility revealed that there was no unusual practices with the case. Section h3: device evaluated by manufacturer: yes. Device evaluation: no complaint product was received for evaluation, but customer provided pictures were evaluated. It showed a pseudophakic eye implanted with an intraocular lens (iol) claiming to be a tecnis eyehance iol model icb00. However, the presence of multiple air bubbles in anterior chamber as well as the quality of the picture does not allow to identify the referred particles in the pictures. The root cause of the reported event as well as its potential clinical impact cannot be determined from a picture assessment. Upon further investigation, it was was confirmed that the customer used the viscoelastic, discovisc, which is a combined viscoelastic. Per our subject matter expert (sme) evaluation, discovisc is dispersive but not pure and could possibly contribute to this phenomenon. Furthermore, no gelatinous material is found in the manufacturing process for icb00 devices. Additionally, the direction for use (dfu) instructs the customer to "examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens¿ optical surfaces for other defects". Conclusion: the reported complaint issue of foreign material was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.